Manufacturer narrative:
Nakanishi is scheduled to visit the dentist soon (date undetermined) for more detailed information about the event, including patient information.

Event description:
On (B)(6) 2017, nakanishi received a phone call from a distributor saying that an nsk handpiece, z95l (serial number (B)(4)), had overheated and burned a patient. The details are as follows. The event occurred on (B)(6) 2017. The dentist was removing a crown from a tooth using the handpiece, z95l.

Manufacturer narrative:
Methodology used: nakanishi examined the device history record for the subject z95l device (serial number (B)(4)). There were no problems observed during the manufacturing or testing noted in the DHR. The repair history showed one service record (october 2016) since the device was shipped. The service record showed that all criteria were met at the necessary operation checks of the repair (replacement of cartridge, dog clutch and drive shaft). Investigation of overheating: temperature sensors were first attached to the exterior of the device at various test points (i.e. Most proximal to the patient, testing point (1), and along points further towards the distal end of the device, testing points (2) through (4)). The test was set up to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure temperature) to each point. Nakanishi rotated the motor at 40,000 min-1, which is maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, without any load, and measured the exothermic situation. Nakanishi observed abnormal temperature rises at test points (1) and (2) 12 seconds after the start. Temperature measurements 12 seconds after the start are as follows: - test point (1): 52.2 degrees c - test point (2): 75.1 degrees c - test point (3): 28.3 degrees c - test point (4): 28.9 degrees c. The temperature testing was conducted for 12 seconds into the planned 5 minute evaluation. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed damage and abrasion on the rear side (head cap side) of the bearing retainer (ball retaining plastic part). Nakanishi also confirmed wear to the gear meshing drive shaft part and the dog clutch gear part. Nakanishi took photographs of all of the disassembled parts and kept them in a file. Conclusion reached based on the investigation and analysis result: nakanishi identified that the cause of the overheating of the returned device was due to frictional resistance generated by contact between the ball bearing part and the outer race (bearing outer metal part), which was generated by centrifugal action during rotation due to the broken ball bearing part on the rear side of the cartridge (push button side). A lack of maintenance causes the accumulation of dirt (abrasive powders/foreign materials) in the inside parts, which causes dirt/debris ingress into the bearing during rotation. This contributes to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of importance of checking the handpiece prior to use to prevent overheating, as instructed in the operation manual. On february 22, 2017, nakanishi sales representative visited the dentist and tried to obtain the patient information, but the dentist did not disclose the patient information.